Event description:
Pt has undergone multiple knee surgeries secondary to djd. Most recently, the surgery the pt underwent was a revision of the knee with placement of a hinged prosthesis. In follow-up, she was noted to have weakness with extension and continued swelling. At the time, it was felt that she possibly had a rupture of extensor mechanism. The pt was scheduled for surgical exploration and repair.